Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure of a left ventricular lead, catheter was not able to be positioned for its intended use and therefore discontinued for use. Another outer catheter was used to position the lv lead in a different location than the original plan for the implant. The physician suspected possible collapsing and crashing of the inner lumen of the catheters and performed saline flush; however, the issue persisted. The physician then elected to use the quartet lead outside of the patient and attempted to insert the lead into both catheters outside of the patient¿s body. However, the issue remained. It was suspected that product shape or coating of the quartet lead could be a possible cause for the issue observed with both catheters. The lead was not used and was replaced. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.